Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient and no information was found. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the utilization of any fresenius product(s). Additionally, there is no allegation of a device malfunction or deficiency or product defect reported for this event. Although the cause of the peritonitis is not confirmed, the suspected source of the peritonitis is the patient¿s pd catheter which is supported by the requirement for the catheter to be removed. The culture result of ochrobactrum anthropi suggests a breach in aseptic technique as this organism is widely found in soil and known to adhere to silicone such as in intraperitoneal catheters. Based on the available information and no allegation of a malfunction or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was completing treatment at a different facility due to peritonitis. The patient was unable to complete pd therapy. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported patient presented to the pd clinic on (B)(6) 2019 with cloudy pd effluent. The patient was asymptomatic. A pd effluent culture was obtained and resulted positive for ochrobactrum anthropi. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (route, dose, frequency and duration unknown). The patient¿s pd effluent continued to remain cloudy and subsequent cultures continued to result positive for growth. It was determined that the patient¿s pd catheter (not a fresenius product) would need to be pulled; however, the patient is having problems with insurance. The patient remained on antibiotics with several changes including bactrum and levaquin (route, dose, frequency and duration unknown). The patient is currently completing hemodialysis (hd) in anticipation for having their pd catheter pulled in the coming days. The patient is receiving gentamycin (dose, frequency and duration unknown) with their hd treatments. The cause of the peritonitis is unknown, but the source is suspected as the pd catheter. The pdrn reported that this patient has good technique when completing pd therapy.